Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer received a motor position encoder error alarm and a motor error alarm on the insulin pump. The alarms occurred when they completed a fill cannula. Customer has not been able to rewind the device since then. Customer's blood glucose was 19.0 mmol/l. Customer was advised that a loaner pump will be sent out for delivery on a next day swap.